Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device was evaluated by the reporting facility's biomedical department. The technician determined the device had the incorrect battery installed causing the device to emit smoke and noise. The battery was replaced to address the issue. The reporting facility confirmed that all their bipap visions were checked for the corrected battery installation.

Event description:
The manufacturer received information alleging a bipap vision emitted smoke and noise while in the standby mode. The device was not in patient use at the time of the event.